Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12/31/2020.

Event description:
The customer reported that the nav ring can't adjust with the knobs. The numbers are rolling around where you set the breath per minutes. The customer contacted product support and requested for service repair. The biomed replaced the front bezel to address the reported issue.